Event description:
Had a rash/reaction after using classic trojan condoms (didn¿t happen with other brands). Contacted their customer support asking for the composition of the lubricant and they refused to disclose this information. This is a product used internally and from research, more people had reactions to their products. They should be required to disclose what ingredients are in their lubricants. Https://www.trojan.ca/en-ca/product/product-detail/trojan-classic-lubriacted.